Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: por events observed in the b/box. Pump is able to power on properly. Battery cap was not returned- unable to test. Test cap was able to fit for testing. Intermittent power was not duplicated during the investigation. Pump exercised for 24 hours with no loss of power occurring. Opened pump- no defect found. Battery compartment cracked starting at the threads to the left side of grip pad and from case seal traveling to grip pad. A dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/17/2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.